Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore the 510(k) number provided is of the device considered 'similar' cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This report is being submitted as a cancellation report, initial reporting was based on a conservative assessment based on reporting precedence of ¿flexor kinked/stretched/broken/compressed¿. However the device was returned and evaluated confirming no issue with the flexor. The file has been re-assessed and has an overall risk category iia (low). This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report as per section 803.50 of 21 cfr 803. No adverse effects to the patient was reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends. The device involved in the complaint was evaluated in the laboratory on 23rd january 2019. No defect found in the laboratory, device functioned as intended as per customer testimony "stent did not deploy at all in patient, but after procedure, stent was checked on table and deployment was possible but hard" and "yes they confirmed me that they put it back in neutral position for return. They did it purposely" documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1459924 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1459924; upon review of complaints this failure mode has not occurred previously with this lot #c1459924. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062-5. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to a device handling as the device when returned for evaluation functioned as intended and "deployment was possible", was noted in additional information received. Additionally a possible root cause could be attributed to patient anatomy. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to cancel the initial MDR. As per source doc: ¿the handle was locked, and it was impossible to deploy the stent¿. The surgeon decided to use another stent of size 6mm. As per cc form "the stent did not deploy at all one in patient, another stent was used with success".

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore the 510(k) number provided is of the device considered 'similar' cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broken/compressed.¿ as per source doc: ¿the handle was locked, and it was impossible to deploy the stent¿. The surgeon decided to use another stent of size 6mm. As per cc form "the stent did not deploy at all one in patient, another stent was used with success".